Manufacturer narrative:
MDR 3003442380-2026-17091 / initial 5 of 5 (B)(6) based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that infusion set tubing was leaking at the site and confirmed connector clicked into cannula housing/site when connecting the tubing to the site and it has been in use for forty-eight hours and patient had high blood glucose, and it was addressed by correction bolus via pump on (B)(6) 2026.